Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reported the catheter was implanted (B)(6) 2010. Catheter was noted to be leaking blood and a hole 1-2 mm on the extension tubing was discovered. It was necessary to change the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.